Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient had revision surgery on (B)(6) 2017 during which the surgeon noted the prior mesh was rolled up and retracted. Mesh and tacks were adherent to the small bowel. The adhesions encountered were lysed. It was reported that the patient experienced severe pain, bowel obstruction, nausea, vomiting, chills, inflammation, severe adhesions, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020.